Manufacturer narrative:
(B)(4). Additional information: the instrument was received in good visual condition inside its package. The package was noted to have a hole in the tyvek. The hole was located over the center of the smooth handle of the device. Packaging process at sort function has 100% visual inspection of each package therefore the tear would have occurred after the package was sealed. The handle of the device would not have been able to create the tear. It could not be determined what tore the tyvek.

Event description:
It was reported that during an unknown procedure, there was a slit in the tyvek cover on the sterile package. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.